Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The plastic impactor pad broke free from the handle.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A complaint database search against product code 950501218 identified similar reports of breakage which when confirmed were attributed to product wear out. The issue of breakage of radel handles that are impacted have now been reviewed by the CAPA review board and was identified for further action. Data review no. (B)(4) was raised for further investigation, to include reference to data review activity no. D(B)(4). The dra data showed that there is no systemic failure of extruded radel as a material for use in instruments, and that the complaints pertaining to this failure mode fall under the 2% threshold agreed at CAPA review board. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.